Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint is confirmed. The locking pin must be removed to activate the hydraulic pump for the continuous basal delivery, this findings is likely the contributor of the 2-ring piston not advancing during the basal operation unless the manual bolus button gets actuated.

Event description:
The patient stated that the cover pin remained inside of the v-go, causing her to not receive any insulin, resulting in having high blood sugar readings. The patient stated that she noticed that the cover pin remained inside of the v-go because it continued to get attached to her clothing. The patient stated that her blood sugar readings tested 255.